Event description:
Technologist went to remove the cassette from the cr 950 system in main radiology, and the screen fell out onto her toe and broke it. It was reported that this occurred in 2005. The technologist saw a doctor for the injury. The manager thought the technologist was even in a boot and had some time off of work because of it. Kodak was notified of the injury one month later. At this time, at our request for more information. Executive director of the facility reported that the injured employee was sent to their occupational medicine department for an evaluation of the injury. The injury was described as follows by the employee: "screen from cassette fell on left 4th toe". There was no need for medical or surgical intervention. The employee was returned to work the same day, and was seen for a follow-up appointment one week later for a diagnosis of contusion toe. The clinical status was defined as resolved with a prognosis of excellent. The employee returned to work.